Event description:
It was reported by repair work order that the bed did not function as the siderail extension cable had a short. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.